Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: medical intervention. It was reported that stent dislodged from the balloon after getting caught on a piece of calcium in a severely tortuous, and calcified right coronary artery (rca). The stent was successfully snared and the procedure was completed with a different device. There was no reported resistance during advancement. There were no reported adverse pt effects. No add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: analysis of the returned promus stent delivery system (sds) noted blood in the guide wire lumen, on the shaft and on the tightly folded balloon. There was contrast in the inflation lumen and on the shaft. This is consistent with the product being prepared for use, handling of the product and the reported info that the product was inserted into the pt anatomy. There was no damage noted to the inner member. The stent was returned dislodged, mangled, and attached to a snare device. The noted stent damage is likely a result of the attempts to retrieve the dislodged stent in the pt anatomy and interaction with the snare device. Analysis noted crimp marks between the markers of the balloon suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement as observed in past incidents may include, but are not limited to, improper or inadequate crimping at the time of manufacture, handling during removal from packaging, positive pressure during preparation for use, handling of the stent during preparation for use and/or interaction with the accessory devices or lesion/anatomy. To help ensure this type of issue is not the result of a mfg deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. In this case, the target lesion was severely tortuous and calcified. Reportedly, the stent implant became caught on a piece of calcium during the procedure which contributed to the reported dislodgement. Analysis also noted that there were tears on the distal end of the tip. This damage was not originally reported and is likely from the procedural attempts to cross the tortuous and calcified lesion as no damage was noted prior to use. This damage does not appear to have contributed to the reported dislodgement. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met spec. In this case, the reported stent dislodgement and noted mangled stent and tip damage appear to be related to the operational context of the procedure.